Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right atrial (ra) lead exhibited a gradually increasing pacing impedance trends, which was now high and out of range. Chest x-ray revealed no lead abnormalities. During the lead revision procedure, the header and ra lead connection was visually inspected with no issues noted. The ra lead was disconnected and re-inserted; high pacing impedance persisted in both bipolar and unipolar configurations. The ra lead was explanted and replaced. The patient was in stable condition.